Manufacturer narrative:
Medical device brand name corrected to bd venflon¿ pro safety peripheral safety IV catheter. Common device name corrected to intravascular catheter. Medical device manufacturer corrected to becton dickinson medical (singapore). Manufacturing location corrected to becton dickinson medical (singapore).

Event description:
It was reported that during use of the bd venflon¿ pro safety peripheral safety IV catheters when the steel cannula was withdrawn from the plastic capillary, the safety clip did not come loose completely resulting in a needle stick injury.

Manufacturer narrative:
Date of event: corrected to (B)(6) 2018.

Event description:
It was reported that during use of the bd venflon¿ pro safety peripheral safety IV catheters when the steel cannula was withdrawn from the plastic capillary, the safety clip did not come loose completely resulting in a needle stick injury.

Manufacturer narrative:
Investigation summary: 1 used sample was returned for investigation. The returned used sample shows the needle safety mechanism was not fully activated and the needle is exposed and not contain within the needle cap. As the actual sample is a used sample, the sample was sent for decontamination before investigation. Based on the dimensional measurement of the returned sample, the needle cap and cannula belongs to a 22ga product but the reported complaint is 20ga. Manual activation was performed on the used sample. Slight tightness was felt during withdrawal. No abnormality observed after activation. The needle is able to be contain within the safety mechanism. Safety mechanism of the actual sample the needle cap was removed to measure the needle hole dimension and straightness. The needle hole dimension and straightness is within the acceptance criteria (22ga) and there is no possibility of needle being stuck in the needle hole channel that could cause incomplete activation. The needle cap was further subjected to section cut to check for any abnormality. Small cracks were observed on the shark fin in the needle cap. The surface of the shark fin which was in contact with the cannula was observed to have rough surface. Needle cap shark fin before activation needle cap shark fin after activation and section cut. The complaint is confirmed and the defect is not part of specification. The probable root cause for needle shielding failure could be due to the needle cap shark fin crack and rough surface at cannula contact. These factors cause high withdrawal force and cause the v clip to disengage and resulted in the reported defect. From the cavity number on the needle cap (n4), it was confirmed that the needle cap was from supplier. However as the batch number of this complaint was not provided, no further information could be provided to the supplier for investigation.

Event description:
It was reported that during use of the bd venflon¿ pro safety peripheral safety IV catheters when the steel cannula was withdrawn from the plastic capillary, the safety clip did not come loose completely resulting in a needle stick injury.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when an unspecified bd ¿ safety cannula when the steel cannula was withdrawn from the plastic capillary, the safety clip did not come loose completely resulting in a needlestick injury.